Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had low blood glucose of 43 mg/dl at the time of incident. The customer also reported that they were hospitalized due to low blood glucose. The customer's blood glucose was 32 mg/dl at the time of hospitalization. The customer stated that they were off the insulin for greater than 48 hours at the time of hospitalization. The insulin pump will not be returned for analysis.